Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support. While on support, oozing was noted from the impella insertion site and open chest site. Two units of red blood cells were given. Heparin was discontinued. The device was explanted weeks later and the patient survived the explant.

Event description:
Additionally, it was reported that after 18 days of support the impella cp experienced immediate stoppage and the impella was removed.

Manufacturer narrative:
The investigation of access site bleeding and pump stop has been completed. The impella device was not returned for evaluation. Pump stop: clinical details noted that pump stop occurred after 18 days on support. Data logs were reviewed and real time (rt) log at time of pump stop showed a motor current spike with a pump stop alarm 13. Pump was attempted to be restarted multiple times without success. The root cause of the pump stop could not be definitively determined as no product was returned for evaluation and limited clinical details at time of pump stop were provided. Access site bleeding - major: clinical details noted that both impella access site and open chest were oozing and two units of blood were administered and manual pressure was applied to manage bleeding. Heparin was paused and activated clotting time (act) was at 189 at time of bleeding. The root cause of the access site bleeding was most likely patient condition related as patient was bleeding from multiple access sites. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25373. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25373. H6 health effect - impact code 4627 and medical device problem code 1503 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-25373. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-25373.